Manufacturer narrative:
Analysis found the device worked normally. Analysis also found a sticky substance on the battery contact clips. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the epg (external pulse generator) was unable to power on. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.